Event description:
Pt's blood glucose (bg) read "high" (> 500 mg/dl). Bg history is as follows: (B)(6) 2012: 9:57 am high, 10:03 am 500 mg/dl, 10:47 am 430 mg/dl. The pod was worn for 3 hours. Pt went to the ER and was transferred to the ICU. The hospital advised her that "the pump was not sticking well enough" and gave instructions on how to apply the pod. Pt's mom said she smell insulin and did not think the cannula was in. The pod was discarded at the hospital.

Manufacturer narrative:
The pod was discarded and therefore unavailable for eval. We are unable to assess product condition to determine if any malfunction or defect occurred that may have caused or contributed to the pt's "high" bg. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. The cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and contact and hcp for guidance. The user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." Product lot qualification records were reviewed and found to have met all acceptance criteria.